Event description:
It was reported when the asymptomatic patient presented for follow-up in-clinic, post-paced t-wave oversensing was observed via store egm. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.